Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be sinus driven episodes. There is reasonable evidence suggesting that there have been several episodes with this therapy behavior during the past days. The device remains in service. No adverse patient effects were reported.